Manufacturer narrative:
The device was discarded by the user facility. Therefore, the device will not be returned and no device evaluation will be performed.

Event description:
It was reported that the core sumex hand switch was sticking causing, the device to slowly run on after activation ceased during a routine maintenance inspection. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the core sumex hand switch was sticking causing the device to slowly run on after activation ceased during a routine maintenance inspection. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.